Event description:
Per received report: during the quality inspection it was noticed that the device was unpacked and it lost its sterility.

Manufacturer narrative:
The root cause of the loss of sterility was due to a damaged seal. The circumstances of how this damage occurred cannot be determined. A thorough investigation was performed including a visit to the vendor's facility. A DHR review failed to find any related factors that may have caused this particular type of damage. No other field complaint concerning this specific type of damage has ever been received. CAPA 548 was issued concerning this complaint. Per CAPA narrative, "incident appears to be isolated to one package. Supplier issue has been ruled out." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the quality inspection it was noticed that the device was unpacked and it lost its sterility. The received device confirmed loss of packaging sterility; the vendor's chevron side seal was incomplete on both sides. The apex of the chevron where the seal is pulled apart when opening by the customer has a complete seal. The root cause of the reported loss of sterility was due to a damaged seal. The circumstances of how this damage occurred cannot be determined. A device history record review failed to find any related factors that may have caused this type of damage with no other similar complaints. With investigation into the packaging process, including the vendor's facility, no supplier or manufacturing issues were found that could have caused the event. It is possible that it may be related to the affiliate's process. Corrective and preventative actions were opened to address this issue. CAPA (B)(4) was issued concerning this complaint.